Event description:
Medtronic received information that a ped2 pipeline failed to open in the in the distal section. Difficulty to open the stent in the distal part in spite of resheating the microcatheter. The distal part of the device appeared flat. The distal sections of the ped2 was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for a saccular, unruptured aneurysm in the left terminal internal carotid artery (ica). The max diameter was 35mm and the neck diameter was 18mm. The distal landing zone was 3mm and the proximal landing zone was 4.5mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic results post procedure was good. No patient symptoms or complications were associated with the event. Ancillary devices: mach1 boston scientific 40deg 90cm 6f sheath, sofia 5f guide catheter, microcatheter, hybrid008 and transend 14 300 floppy guidewire, 28 axium coils fc coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.